Event description:
On, approximately 15 minutes after arrival to cvicu [cardiovascular intensive care unit], iabp [intra-aortic balloon pump] spontaneously alarmed "gas loss." Helium tubing was inspected, and there were no sources of disconnection detected. Helium tubing also inspected for signs of balloon rupture, and no blood was seen in tubing. Cards fellow at bedside and is aware. Perfusion called to bedside. Iabp could be restarted for ~15 seconds, before alarming "gas loss" once again. Iab fill button held for 2 seconds to recalibrate helium system. This allowed iabp to function for approx 10 minutes, before once again alarming "gas loss." At this point, cardiosave system was exchanged for a cs300 system. Thus far, there have been no further gas loss alarms.